Manufacturer narrative:
A ge rep evaluated the system and replaced the c-arm cable. System operates as intended.

Event description:
Customer reported the system will not automatically regulate the technique. No pt injury was reported.